Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The red arterial luer on the extension of this catheter, installed for more than a year became dislocated from its housing, after connection, at the beginning of the dialysis treatment. No cracks or visible defects were identified either on the luer or on the tubing part. The emergence of the catheter was not affected during the incident. This incident, which was very quickly stopped, no medical consequences for the patient. Catheter remains implanted and in use.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation as it remains implanted. A drawing of the catheter provided indicated the female luer separated from the extension tube. The device was in use for 11 months prior to this event with no reported issues and remains implanted in the patient and is being used. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a definitive root cause cannot be determined but is not likely manufacture related. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. The instructions for use (IFU) contains the following warnings and precautions: use only luer lock (threaded) connectors with this catheter. Repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to failure of the luer connector. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.